Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated he was having difficulty with the sensors. He stated there were several discrepancies between his sensor glucose and his blood glucose. As a result, he had a low blood glucose, and was taken to the hospital. He stated he was treated and released. Since that time, he stated he has not used the sensor. He stated he still has three sensors remaining from his first and only box. He stated he spoke with his local representative, but was advised that he did something wrong when using the sensor. Advised that he should call the helpline for troubleshooting when having issues with the sensors. Nothing further was reported.